Manufacturer narrative:
No pt present. The computer was replaced and this resolved the issue. Testing in the field determined the graphics card was malfunctioning. The faulty computer was not returned for further eval.

Event description:
Site called in to report that the software will freeze when the system is trying to build the 3d model. This event did not occur during surgery and no pt was present.